Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was observed to have a part of the wrist protruding which was resulting it to get stuck in the trocar. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. No tissue was adhered. The surgeon was just moving the wrist at the time of the event. There was no bio debris buildup prior to the interaction where sticking was observed. There was no tissue caught in the instrument. However, under endoscopic view, a portion of the metal was seen protruding, which prevented the instrument from being removed through the trocar. Tissue was not excised. There was no bleeding and no post-operative complications.

Manufacturer narrative:
The instrument was found to have a bent grip tang near the base of the grip tip. This causes part get stuck in the trocar. The root cause is attributed to mishandling/misuse. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electric continuity test. Common causes of dislodged instrument conductor wire bipolar are attributed to when the instrument is moved by the surgeon a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.